Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the down button was unresponsive during easy bolus. The customer stated that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. The customer did not have a new battery to insert. There was no indication of the issue being resolved during the call. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no menu or down arrow button response due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. No moisture damage was found on the motor, force sensor, or keypad assembly during visual inspection. Pump received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.